Manufacturer narrative:
A visual examination of the complaint device revealed that the exit marker was detached from the sheath of the catheter and was noted to be bunched up in both sides. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, this failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used on a esophageal dilatation procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during the procedure, the exit marker behind the balloon peeled off and stayed in the working channel of the endoscope. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used on a esophageal dilatation procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during the procedure, the exit marker behind the balloon peeled off and stayed in the working channel of the endoscope. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.